Manufacturer narrative:
(B)(4).other device used:catalog #unk, unknown liner, lot #unk.this report will be amended when our investigation is complete.

Event description:
It is reported that a revision surgery is being discussed due to the patient complaining of a squeaking sound.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. No DHR review or complaint history search can be performed, as part and lot information was not provided. The devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reported device combination is a compatible combination of devices. With the information provided, a definitive root cause cannot be determined for the noise.

Manufacturer narrative:
No product compatibility can be determined as part and lot information was not provided. A definitive root cause for the noise remains undetermined.